Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospital visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at the hospital with diabetic ketoacidosis. The patient¿s blood glucose levels rose to 22 mmol/l (396 mg/dl) while wearing the pod between 37 and 48 hours. The patient initially contacted insulet on (B)(6) 2026, informing that they may need to seek medical attention as their blood glucose levels were high, the infusion site (arm) appeared to be reddened, and they believed that the pod was not delivering insulin correctly and that the cannula may be too short. Further information was received on 01-may-2026 confirming that the patient did present at a hospital (B)(6) dr. (B)(6). Reported symptoms include fatigue, hot flashes, abdominal pain, chest pain, tachycardia and problems with breathing. The patient was treated with intravenous fluids and intravenous insulin. The patient was released 3.5 hours later. The patient reported that they have disposed of the pod.